Event description:
Customer reportedly obtained results of 317mg/dl, 236mg/dl, and 585mg/dl on the same device within 10 minutes. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used at the time of troubleshooting with manufacturer. Requested return of suspect device and replacement was sent.